Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.50 x 20 synergy¿ drug-eluting stent was selected for use. During preparation, it was noted that the proximal part of the stent got deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
The stent delivery system (sds) was returned for analysis. There were several stent struts that were stretched, overlapping and bent. The stent had stretched over the distal markerband. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.50 x 20 synergy drug-eluting stent was selected for use. During preparation, it was noted that the proximal part of the stent got deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.